Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The labels were damaged. The foot pedal enclosure was damaged. The inlet and outlet hoses were green instead of black. The plastic handle cover had a hole in it. The quick connect push button was bent. There was no water leak observed. A functional evaluation was performed. The device failed the weight test. The piston migration was at 1.6 inches. The air swivel leaked air. The reported failure was verified and the root cause is associated with a seal failure. The evaluated failure of a "failed weight test" was verified and the root cause is associated with a seal failure. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded the failed weight test was a repeat issue. Pneumatic swivel joints can develop a minor seal leak if impacted or may ¿unseat¿ during certain swivel movements but will generally re-seat upon manipulation.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by he manufacturing site.

Event description:
It was reported that, during set up for a shoulder surgery, the "positioner spider limb" was leaking water. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. Preliminary results of investigation revealed that the device failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.